Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(4) 2017, it was reported that the plate was bent and the handle was not working. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was november 16, 2015 where it was reported that the device had a bent comb and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on april 26, 2017 revealed the comb, roller, roller gears, side plates, and shoulder bolts were damaged. The pretest could not be performed due to the damaged parts. The ratchet gear was frozen and would not turn. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on april 26, 2017 which included replacement of the roller, worn bushings, worn bushings, worn side plates, damaged comb, gears and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the plate was bent and the handle was not working¿ was confirmed since during the initial inspection it was noted that the comb was damaged and that the ratchet gear was frozen and would not turn. While during the initial inspection it was noted that the comb was damaged and that the ratchet gear was frozen and would not turn, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the plate was bent and the handle was not working. No adverse events were reported as a result of this malfunction due to lack of customer response. During the initial inspection it was noted that the comb was damaged and that the ratchet gear was frozen and would not turn.